Manufacturer narrative:
H.6. Investigation: no photos or physical samples that display the reported condition were available for investigation. A device history review was performed for suspected lot 2004260, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures, including tip and thread verifications. Ten retained samples of lot 2004260 were used for additional evaluation. The product was visually inspected, no defects or damage was noted and testing verified the product met required specification. Based on the available information we are not able to determine a root cause at this time.

Event description:
It was reported that bd plastipak¿ 50ml luer-lok syringe leaked during use. The following information was provided by the initial reporter: concerning the event of july 22nd, the incident took place within the urcc but this time while taking glucose. To answer your questions, there was therefore no proven contact with chemotherapy, no medical intervention and no consequences for the medical staff (apart from a loss of time during the production process) and for the patient.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that bd plastipak¿ 50 ml luer-lok syringe leaked during use. The following information was provided by the initial reporter: concerning the event of july 22nd, the incident took place within the urcc but this time while taking glucose. To answer your questions, there was therefore no proven contact with chemotherapy, no medical intervention and no consequences for the medical staff (apart from a loss of time during the production process) and for the patient.